Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 27.5 mmol/l (495 mg/dl) while dealing with multiple communication errors by the omnipod personal diabetes manager (pdm) caused the patient to not activate new pods to treat the high bgs. Symptoms reported include feeling ill, stressed and having a panic attack. The patient was treated with insulin injections while at the emergency room. The patient was released later that same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.